Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the sys error 105, which was reproduced. Eval found the sys error 105 to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt injury.